Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer service provided instructions to reset the pump, and after doing so, the malfunction code did not recur, allowing the customer to continue using the pump. Customer was advised to contact support again if the issue reoccurred, and they confirmed their understanding.